Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a brow lift procedure on (B)(6) 2021, two microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit devices were used to drill on the upper forehead. The first one pulled out of the drill hole with minimal effort while the second one went into same hole fine but then the anchor snapped; and leaving half in the drill hole and other half can away. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch willbe filed as appropriate. Investigation summary : according to the information received, it was reported that the first microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit pulled out of the drill hole with minimal effort, second one went into same hole fine, but then the anchor snapped, leaving half in the drill hole and other half can away. The sales represent sent a response ¿I do not have any details on what anchor was related to what lot, apologies¿. All pieces of the implant was removed. The two devices were returned to mitek for evaluation. Mitek then conducted visual of the devices received. The devices were received without label; thus, it was not possible to recognize which one it belongs to. The first device was received and evaluated. Upon visual inspection, the device was received in its plastic trial and with the other marking drill; also, the sliding cover was in place. It was observed that the anchor and suture were not received along with the device. Under magnification, no anomalies were found in the inserter. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device received, this complaint cannot be confirmed. It is possible that excessive force or twisting condition may have been applied while inserting the anchor causing damage in the anchor. Besides, the incomplete insertion or poor bone quality may have caused that the anchor pullout of the needle. Beyond its intended use causing it to bend and suture to snap. However, it cannot be conclusively affirmed. As per IFU-10928, reshaping needles may cause them to lose strength and be less resistant to bending and breaking; also, do not attempt to remove quickanchor plus tip from drill hole until the slide cover is retracted to the open position. Moving the power drill unit off the axis of the hole while drilling may cause the drill tip to break. Incomplete insertion or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: upon follow up with the reporter, it was confirmed that all pieces of the device were removed from the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.